Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer¿s reported problem, no image displayed which was isolated to a defective cable unit. A visual inspection found deformation (kinks and a knot) on the cable unit. The serial plate was worn/faded. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus was informed that the customer high-definition camera head has an image malfunction, ¿no picture when plugged in¿. The customer reported problem was found during inspection before use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because a problem occurred in the video transmission between the endoscope and the processor. This was likely due to a faulty cable. The cause of the fault was not determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. ¿¿never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.